Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) study. It was reported that arrhythmia occurred. Prior to the index procedure, heparin or other anticoagulant was given and the subject was not on a prior regimen of aspirin or antiplatelet at the time of index procedure. The subject received a loading dose of 300 mg of aspirin. A lotus introducer was placed, and aortic annulus was treated with balloon aortic valvuloplasty (bav) and subsequent deployment of a 23 mm lotus edge valve. Successful repositioning of the lotus valve system involved partial re-sheathing into the delivery catheter and deployment into a more accurate position within the aortic annulus, in accordance with the directions for use. On the same day, post index procedure, the subject developed left bundle branch block (lbbb), 1st degree atrioventricular (av) block and 3rd degree av block. Of note, no conduction disturbance was noted post bav. No action was taken to treat the events. One (1) day post index procedure, a new permanent pacemaker was successfully implanted. Three (3) days post index procedure, the arrhythmias were considered resolved.